Event description:
A patient reported that two maxan screws had fractured post-op, resulting in stiffness and reduced range of motion. It is unclear at this time whether a revision surgery is planned. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3012447612-2026-00135.